Event description:
It was reported to philips that geoipc communication timeout occurred, and no movements were available on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Reboot resolved the issue; no onsite repair was needed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).